Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had white globules in tubes. There was no patient impact reported. The following information was provided by the initial reporter: customer states tubes contain while globules customer is unsure if samples were collected in tube with globules.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality based on photos only. Bd was not able to identify a root cause for the indicated failure mode.